Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the camera was not working whereas the flashlight was working. There was no impact nor harm to the patient.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the camera was not working whereas the flashlight was working. There was no impact nor harm to the patient.